Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device this incident, it was determined that port changing from epic to interface. A technical support specialist (tss) had dialed into the carefusion coordination engine (cce) and saw that no active directory (adt) messages had been received from epic since the previous night. The adt epic configuration had used the local server ip 10.200.0.49 and port 9404, so no changes were needed. The tss confirmed with user there had been a change on the interface. The tss had restarted mbm, and the adt feed had started on the customer side. The user had confirmed that adt messages began crossing over from epic to the cce. Since orders had been crossing over without issues, the tss had suggested resending orders for the missing patients if needed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server interface was down and the patients/orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.